Manufacturer narrative:
Citation: sideris, k md et al. Tavi in patients with large aortic annulus: first clinical experience with a new self-expandable pros thesis. Thoracic and cardiovascular surgeon. (2018). Volume:66 doi 10.1055/s-0038-1628118 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparative study on procedural handling and ease of implantation with the 34mm evolutr and the 31mm corevalve, respectively. All data were collected from a single center between june 2011 and january 2017. The study population included ninety-two patients; seventy-eight patients were implanted with medtronic 31mm corevalve prosthesis and fourteen patients were implanted with evolutr prosthesis. The serial numbers were not provided. Among all patients adverse events included: valve dislocation, second valve implantation, moderate aortic regurgitation (ar), permanent pacemaker implantation. Based on the available information, these adverse events may be attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.